Event description:
On 04/05/2006, nellcor puritan bennett received a report of flange/hub separation on a 6dcfs tracheostomy tube. The caller reported that the patient had to be re-intubated when the flange separated from the hub on a 6dcfs tracheostomy tube. The caller also reported that the tracheostomy tube associated to the report was discarded and is not available for evaluation.